Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Customer declined to perform troubleshooting and reported blood glucose levels were not impacted.